Event description:
It was reported that a patient presented in clinic where their pacemaker longevity notation showed premature battery depletion. The pacemaker was explanted and replaced in a procedure on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported events of premature discharge of battery, and longevity anomaly were not confirmed. The device was received from the field with battery voltage above elective replacement level. Visual inspection of the header and connector found no anomaly related to the field concern. Retrieved session record indicates the device auto-capture was enabled. When automatic settings are programmed, such as auto capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. Electrical tests performed under nominal settings and at various pulse amplitudes indicated normal current levels and no indication of premature depletion detected. Longevity assessment was performed based on field settings and the device was in normal range of operation with appropriate remaining longevity.